Event description:
It was reported that in (B)(6) 2012, that the pt only had a hearing sensation with very loud speech. Changes to the fitting did not make speech understandable. Pt was reimplanted on (B)(6) 2012 with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to I(B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.